Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an unsuccessful attempt at laser extraction of the total device system explant due to patient infection. The laser extraction method was not successfully employed. The physician elected to surgically abandon all the products in the system, except for the device itself which was removed for use as a temporary external pacemaker. The infection was noted as a staph infection and the patient was noted as not pacemaker dependent.